Manufacturer narrative:
The product was received but the updated evaluation was not yet available: product not available for investigation. Due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Without the product, an exact cause cannot be determined at this moment. According to the applied quality standard and the available information a material defect or production error can be excluded. In the meantime the product is received. Therefore we will submit a supplemental report, if we have additional information and results from the (B)(4) report.

Event description:
The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: failure description the punch has been received with a broken footplate, the broken part has been sent together with the punch. The footplate cavity is filled with bone material. The punch in general is in a very used condition. The investigation was carried out visually and microscopically. The stamp is in a very used condition. The cutting edge of the upper slide part is damaged. The analysis of the fracture pattern shows a forced fracture due to overload. The footplate cavity is very full loaded this could be an indicator for punching too much material for a thin foot plate punch no pores, inclusions or foreign bodies could be found at the fracture site. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale based on our investigation results we assume that the breakage was caused by a overloading during the punching. Especially the fully loaded cavity with compressed bone material shows signs for an overload situation. To avoid such breakages it is important to avoid overload situations especially in case of thin kerrison bone punches designed for delicate use. Conclusion and root cause - based upon the investigation results the root cause of the problem is most probably usage related. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a kerrison, as per information received via med watch 1002600000-2020-8006. It was reported that in (B)(6) 2020, the tip of a kerrison bone punch 180 mm broke off when being used on patient by surgeon during a spinal surgery. There was no patient harm. Additional information was not available but had been requested; it was confirmed that there was no injury to the patient. The adverse event / malfunction is filed under aag reference (B)(4).